Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found that the issue could not be confirmed in system log review as there were no corresponding errors identified. During testing, the unit displayed error code c-34 at startup, while the erbe logs recorded c-00. Visual inspection indicates the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could confirm the c-34 error. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a fault, stating that the electrosurgical unit displayed error c-34. The customer power cycled the unit, but the issue persisted. The customer switched to a third electrosurgical unit to continue the procedure. The procedure was completing with third party generator with no reported injury.